Event description:
During the procedure the surgeon inserted the guide wire for proper placement of the screw. After putting the screw in, the surgeon tried to pull the the guide wire out. While pulling, a small tip of guide wire broke & was left in the vertebrae.====================== manufacturer response for guide wire, cd norizan sextant======================it happens from time to time. The guide wire may get crimped or bent during the procedure.